Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that outside of surgery the device did not work, and there was spontaneous deflation. There was no injury, no additional medical intervention, and no delay. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the device was not working due to an unresponsive touchscreen; however, the repair was not completed because the device was returned to the customer as there was no response received with respect to the repair quote after 60 days of it being sent. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.